Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive and difficult to press. The keypad cover was removed and contamination was found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/18/2015.